Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male patient who received super poligrip (formulation unknown) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date in 1968, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced anemia, numbness in the top of his left leg, tingling legs and arms, weakness in arms and legs, walking difficulty, balance difficulty and increased white blood cells (wbc). The patient stated that he has fallen several times a week, when his left leg would just give out from under him. The patient also experienced drug maladministration as he could not get his full bottom denture to stay in with just the three little dabs shown in the directions, and he had to run a full bead of product the entire length of the appliance. Consumer reported he believes he has used super poligrip since 1968, he stated that at about three tubes a month, average, this would be 1512 tubes. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Consumer reported via e-mail reply that he has been having these problems for the past couple of months: he reported that they have been trying all sorts of things to get his wbc counts lowered.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).